Event description:
It was reported that the front case assembly with keypad was replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer¿s report that the keypad front case assembly had no lights and power was confirmed on the returned keypad. ¿ test results identified the keypad ac indicator light not illuminating and the system on key not functioning as intended. Further testing observed the rest of the keys were able to function as intended. Test results: the keypad¿s ac indicator light did not illuminate after plugging in the power cord and the system on key did not function as intended; however further testing observed the rest of the keys were able to function as intended. Test method information: n/a ¿ no test method is available for this issue. The proximate cause of the customer¿s report that the keypad front case assembly had no lights and power is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15582716 service history record showed the device had a manufacture date of (B)(6) 2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only component p/n tc10012515 for keypad was returned for investigation

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the front case assembly with keypad was replaced. There was no reported patient involvement.